Manufacturer narrative:
A revision procedure was performed and the competitive rv lead was removed from service and replaced. The source of the clinical observations was not confirmed. This device remains in service and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise which was oversensed resulting in some non-sustained events on the right ventricular (rv) channel. In office testing reported the noise could be reproduced with isometrics. Impedance varied between 600 ohms to 734 ohms. The device was programmed to voo mode prior to the patient leaving the clinic. No adverse patient effects were reported.